Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be a defective mainboard. Replacement of the defective mainboard solved the issue. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "ventilator is not getting on ". No clinical signs, symptoms or conditions. No health consequences or impact.